Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not provided for investigation. Without a sample, the exact root cause cannot be determined. The device history record (DHR) could not be reviewed as the lot number of the device was not provided. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following information: it was reported that when air was inserted, the tr band did not stay inflated. The tr band started to deflate prior to leaving the procedure room. There was no noticeable damage reported. Hemostasis was achieved using a second tr band 2 device. There was no patient harm reported. The procedure performed was a radial endovascular procedure/left heart catheterization. There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: value analysis coordinator. H4: device manufacture date: unknown, as the involved lot # was not provided . The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.